Manufacturer narrative:
Subject device was disposed of.

Event description:
The treatment was a coil embolization of an aneurysm located in the junction of the left a1 and a2 segment of the anterior communicating artery (acoma). It was reported that the coil protruded into the a1 segment carotid bifurcation and m1 segment after the microcatheter was removed. The physician removed the coil with a lasso device without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available, it is probable that anatomical factors could have contributed to the reported issue resulting in the reported event. Therefore, an assignable cause of operational context was assigned to this event.

Event description:
The treatment was a coil embolization of an aneurysm located in the junction of the left a1 and a2 segment of the anterior communicating artery (acoma). It was reported that the coil protruded into the a1 segment carotid bifurcation and m1 segment after the microcatheter was removed. The physician removed the coil with a lasso device without clinical consequences to the patient.